Event description:
The advocate stated the customer tested his blood glucose and received a reading of 200 mg/dl using his contour meter. He took 12-13 units of insulin after testing. Three hours later, the customer felt dizzy and retested his glucose. His reading was 50 mg/dl. The advocate did not mention what the customer may have done to raise his blood glucose level. Troubleshooting of the customer's contour system was not possible, as his control solution was expired. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.